Event description:
It was reported that during a coronary stent procedure, the catheter shaft separated while the physician was advancing the stent. The device was successfully removed with a snare. Pt status is listed as "okay".